Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated that the issue was due to ECG cable being damaged and no product was returned to zoll for evaluation. The claim will be close as no product returned and will be reopened if the product is received.

Event description:
Complainant alleged while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.